Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4) - the meter has been returned and an investigation is in progress. A follow up report will be filed when investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.